Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing adapter during an unknown phase of pd treatment. It is unknown at which point in therapy the leak may have begun. The patient indicated no fluid was within the cycler at the time of the event. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that she does not recall if treatment was completed but confirmed the patient is trained to treat with continuous ambulatory peritoneal dialysis (capd) if unable to complete treatment with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not treated with any prophylactic antibiotics. The patient describes appropriate steps for connecting adapter but during treatment its dripping. The patient did not report to the pdrn where specifically the adapter was leaking from. The adapter used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.